Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.

Event description:
As reported to coloplast though not veriifed, report of erosion of vaginal mesh.